Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the battery connection from the ins breaks easily and that the ins seems to take longer to charge. The orange light on the recharger was blinking at the time of the call. The following troubleshooting steps were performed: closed out of all running applications, confirmed communicator is off while using the handset, reset the recharging equipment, . Explained the function of communicator vs charger and the purpose of the different apps. The caller reported that they were likely confusing the communicator charge level with the recharger charge level. After hard reset the caller was encountering low recharger battery. Placed the charger on the cradle to charge. Moved to the communicator and mytherapy app and caller was able to connect with no issues and see battery levels. Attempted to use recharger again. It connected with the implant, but the app was saying not found, reset again as the first time the battery may have been too low. The caller then encountered a low battery message again. The caller will let the recharger charge up and try again later. They will call back with any issues. The caller also reported that they have always had a tingling sensation when charging since implant. It is not uncomfortable. The caller was charging over bare skin, reviewed to use a thin garment in between. Caller tried using underwear as a barrier but still felt it. Additional information was received from the manufacturer representative (rep) and patient. Patient called back and stated issues previously noted. Patient stated that today they were able to connect ins and recharger, but the recharger was making a "ticking" noise and initially showed "good" connection and then excellent. Patient also stated that they still felt "tingling shocks" while recharging even with underwear. Patient said it was not uncomfortable. Patient stated they think something was wrong with the recharger as it had been working fine until the last "month or so". Patient stated that during the call the recharger dropped the connection and that it had been doing that recently as well. Patient services specialist reviewed recharger general function. Patient reiterated they think something was wrong with the recharger. Patient became frustrated. A replacement device was sent. Patient wrote back to letter stating that the cause of the recharger taking longer to charge was determined but did not provide further clarification of the cause. When asked what steps were taken to resolve the issue, they reported they replaced the recharger, but can't connect to the new recharger so they were calling technical services again. The issue was not yet resolved. On 2023-sep-29, they called back for help pairing the replacement recharger. The caller reported that they still felt a slight sensation with the replacement recharger, but it was on skin. Patient services advised the caller to use fabric. The caller reported that they could feel all 4 sides of the device and they were very thin- 120-125lbs. Patient services reviewed with the caller that if the communication continues to break without movement, even after a replacement recharger, they need to see the healthcare provider (hcp) and have the device checked. The caller also commented that the app took a long time to reflect changes with the recharger. Patient services reviewed not to walk away from the handset while recharging. They toggled bluetooth off and on and turned off wifi. With the caller on the line, they turned on the recharger and intentionally did not hold it over the device, after the search timed out, the handset/app updated after only a few seconds. Patient services reviewed with caller to continue to monitor charging and the delay in communication between handset and recharger. Patient services reviewed that patient services would investigate what is normal in terms of a delay in communication between handset and recharger and let them know. The caller also noted that they have knee replacements, "smart knees". Patient services reviewed that we would not anticipate that having an impact on the recharging or bluetooth connectivity.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had an appointment with their hcp on (B)(6) 2023. The cause of the app taking a long time to reflect changes is unknown. They replaced the charger; it did drag connection and 25 sec delayed response to alert. They felt shocks still 1 to 2 times but couldn't reproduce this with the rep. They spoke with the rep and had agreed to report to them if shocks persists. It is unknown if the issue has been resolved.